Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
The flexcath steerable sheath was pulling air in during aspiration. The sheath was replaced by another flexcath steerable sheath and the cryoablation procedure was completed. No adverse event occurred.